Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 123 mg/dl at the time of the incident. Customer stated that they were able to clear the alarm but after the battery changed the alarm was recurred. The customer was assisted with troubleshooting. Customer stated that they were not able to complete rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).